Event description:
It was reported that the patient experienced a prolonged low blood glucose, with a lowest cgm value of 39 mg/dl for about an hour, after which the patient ingested apple juice and a granola bar and glucose levels trended up; the patient was unsure why the pump brought glucose low, and the event was categorized as cause unclear with insufficient device information. Symptoms included hypoglycemia with associated fatigue and lethargy. Outcomes included an unexpected medical intervention in the form of oral glucose intake. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.